Event description:
Attorney alleges plaintiff has sustained injuries by the virtue of the implants in her body. Attorney also alleges the injuries sustained by the plaintiff include, but are not limited to, some or all of the following: severe damage to her immune system, a wide range of autoimmune diseases and symptoms associated with autoimmune disease, injuries to her joints, connective tissue and skin, injuries to her primary organs, ruptures, contracture, breast hardening, scarring, deformities, disfigurement, bleeding, leakage and migration of silicon into her bodily systems, tissues and organs, cancer, infection, supplemental surgeries, partial or total disability, pain and suffering, mental and physical anguish, memory loss, chronic fatigue and severe emotional distress and depression.